Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded after the case. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
At the conclusion of the endovascular procedure, the physician elected to balloon the main body. Upon the final angio contrast a rupture was observed at the left iliac distal to the graft. A decision was made to extend down to treat the iliac rupture. An additional angio was completed verifying the rupture was successfully treated on the same day as the endovascular procedure. Device was discarded after case.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, the reported iliac rupture was confirmed, however, the presence of the rupture at the primary insertion procedure was refuted. Rather, there was an intraoperative distal loss of seal observed to be improved, but not excluded, on the last angiogram run. Approximately four (4) hours later, there was another angiogram that demonstrated an iliac rupture distal to the graft, this event most likely was procedure-related. In conclusion, clinical's evaluation concluded that the device failure was most likely related to anatomy and the rupture was procedure related. The final patient disposition was not reported. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: (suspect medical device): operator of device: remove physician and replace with health professional.